Manufacturer narrative:
Received one device. Visual inspection found device labels are damaged and keyboard problems. The customer reported issue was stated that the pump had alarmed error 45520 and was able to be confirmed. ( labels are damaged ,the device was disassembled by the customer) . The cause of the reported problem was the customer disassembling the pump and therefore resolved by replacement keyboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received on device, customer concern confirmed. It was stated that the pump had alarmed error 45520. There was no reported patient involvement.